Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001a595) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting higher than feels reading of 150 mg/dl on his precision xtra meter and experiencing blurred vision, sleepiness and confusion. The customer reportedly was seen by a doctor, diagnosed with hypoglycemia and treated with intravenous infusion of unknown type. There was no report of death or permanent impairment associated with this medical event.